Event description:
It was reported the patient had forty eight fast ventricular tachycardias recorded via the implantable loop recorder that appeared to be artifact and "junk" per the client. Reprogramming recommendations were given via technical support. The client was not with the patient at the time and thus no reprogramming took place at the time of the call. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.